Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic lobectomy, the device was fired as normal but the staple line bled. The surgeon used clips to stop the bleeding.